Event description:
Kimberly-clark received a complaint indicating that a "nursery is having trouble with the circumcision strap not holding "way back". After further inquiry to the user hospital, the product problem is noted to be related to the velcro detaching from the strap release. The user hospital has not reported any injuries related to this product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
Samples from lot number have been received and are being evaluated. Investigation is in-process. Supplemental report will be sent when additional info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.